Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited loss of capture and loss of sensing. No intervention was performed. The patient would continue to be monitored.

Event description:
New information on (B)(6) 2018 stated that on (B)(6)18, the patient presented in clinic for lead revision. During procedure, the lead continued to exhibit sensing issues. The lead was explanted and replaced successfully. The patient was in stable condition throughout the event.